Event description:
The pt was revised because of poly wear of the insert.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Provided info states the pt was reviewed due to minimal wear and loosening of the poly insert. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change to outcome of the performed investigation, the complaint will be re-opened.